Manufacturer narrative:
(B)(6) corrections: section d1: brand name updated. Section d8: section unticked. Method: the subject mr290v vented autofeed humidification chamber was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected, and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a horizontal crack along the chamber base, from the right port to the left chamber port. Residue was also visible around the crack. A leak test was performed on the subject humidification chamber and confirmed a severe leak. Material analysis of the fracture observed brittle failure of the material, related to the subject humidification chamber being exposed to incompatible chemicals. Conclusion: the reported water leakage was confirmed to be due to a crack on the chamber dome. Based on our investigation, the crack is likely to have been caused by exposure to incompatible chemicals, resulting in environmental stress cracking of the chamber dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel (f&p) healthcare field representative that an mr290v humidification chamber was found leaking during patient use. There were no reported patient consequences.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel (f&p) healthcare field representative that an mr290v humidification chamber was found leaking during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.